Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 440 mg/dl. The customer was treated with syringes. The customer's current blood glucose is 200 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. No auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The insulin pump will not be returned for analysis.